Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope connector. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera gastrointestinal videoscope had no air. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged with foreign material resembling black rubber and a white foreign material was present in the air/water cylinder, tube and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: air/water-cylinder has no color, suction cylinder has no color, air/water -cylinder has foreign objects, due to deformation of suction connector, water tightness is lost, due to corrosion on electrical connector, endoscope cable cannot be connected securely, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value, due to clogging of nozzle, no water is fed, due to wear of angle wire, the play of up/down knob is out of the standard value, objective lens has a crack, light guide lens has a crack, adhesive on bending section cover has a crack, connecting tube has coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.